Manufacturer narrative:
One custom tracheostomy device was received to perform an investigation. Functional testing was performed by inflating the pilot balloon with air. The pilot balloon inflated. Air stayed in the pilot balloon and did not inflate the cuff. The cuff was then massaged, and the air moved from the pilot balloon into the cuff. The air was removed and then reinserted again and the device inflated accordingly. The cuff was visually inspected and there appeared to be teflon spray inside the cuff, as it was intended. The reported problem was unable to be confirmed. The instructions for use (IFU) inform the user that if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube. A device history record (DHR) review could not be performed as catalog and the lot number were unknown. No root cause could be determined as the complaint could not be confirmed. No product information has been provided to date. No catalog number or lot number information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during a hospital pre-test of the tracheostomy pilot balloon, water would not pass into the cuff. No patient injury was reported.